Manufacturer narrative:
B1: changed reportability per new information. H1: changed reportability per new information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: there were two patients on support at same hospital at same time. This pump was not pulled prematurely and was successfully explant. Pt did not expire. Investigation summary: the device was not returned for evaluation. (Thrombocytopenia : the cause of the injury was not determined due to insufficient clinical details. Device history: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A hit panel was sent in the morning due to a decreasing platelet count. Additional information indicated that the patient had thrombocytopenia; however, the hit panel did not result because the patient was transitioned to comfort care and subsequently passed away. The pump was not removed prematurely.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.